Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed by technical support to put the pump into storage mode and return it to tandem using a pre-paid label. Meanwhile, a replacement pump with updated software was sent, and the customer will use multiple daily injections as backup therapy to ensure insulin delivery is not interrupted.